Event description:
It was reported that customer stated pump battery was discharging too quickly. There was no reported impact to the customer¿s blood glucose level. No additional information was provided.